Event description:
End user was allegedly using the siderail for support when the rail allegedly failed and user fell on the floor. Serious injury alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model ih720-3m (B)(4) is approximately 10 years old. The user manual was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The user resides at a facility and is bed bound due to a preexisting medical condition. The users stability and medication regimen are unknown. The user is a (B)(6) female who weighs (B)(6). The user was lying in bed on her right side and when she utilized the side rail for support the rail allegedly failed causing her to fall from the bed. The user suffered a fracture to her left clavicle and a fracture to the right distal femur. No surgery performed, but an immobilizer was placed on the right leg. The user refused a sling for the left shoulder injury due to no discomfort. Invacare rail labeling materials state that "rails are not to be used as assist rails for getting in and out of bed". Although bed rails are not rated to any specific weight limitation, the bed rails may become deformed or broken if excessive side pressure is exerted on the bed rails. The maintenance history of the device is unknown.